Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that the strike plate attached to the broach handle broke off when trying to back slap the broach and handle out of the patient. The 2nd one in a month, he has had broken. No parts or pieces fell into the wound. There was no surgical delay. Patient was last known to be in stable condition following the event. Device is returning.

Manufacturer narrative:
Section h10: (h3) the broken device reported was likely the result of numerous impaction forces from repeat surgical use, which led to crack initiation, propagation, and ultimate failure of the body-strike plate weld interface. Section h11: the following sections have corrected information: (h6) component code: 3195, weld.